Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The customer cause of 911 call as per healthcare provider is diabetic ketoacidosis. The customer was treated with IV insulin. The customer was advised to call back if needed anything else.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.